Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume infusor had a slice that was located "about 1 cm from the filling port, and there is a wound perpendicular to the tube". The issue was noticed during inspection after filling. The device was not used further. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between april 4-7, 2025. H11: the actual device was received for evaluation. Visual inspection under a microscope showed no evidence of a slice on the tubing. No evidence of leaking was observed from the tubing or other parts of the sample. A leak test was performed, and there was no evidence of leaking from the tubing. Based on sample analysis results, the infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.